Event description:
It was reported that a system error code 133.6080 displayed on the pcu. The customer felt this was a battery issue on their new pcu's; the devices had been in use for less than 2 days. There was no report of patient harm. Although requested there was no further information received.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a system error code 133.6080 displayed on the pcu. The customer felt this was a battery issue on their new pcu's; the devices had been in use for less than 2 days. There was no report of patient harm. Although requested there was no further information received.

Manufacturer narrative:
The customer¿s complaint of the system displaying error code 133.6080 was confirmed and replicated during the investigation. A review of the logs confirmed three occurrences of the reported system error between (B)(6) 2019 at 10:53:59 am and (B)(6) 2019 at 08:56:54 am. Test results showed: returned pcu was identified with the reported system error 133.6080 after the unit was turned on. The error event was replicated three times during power on testing. It should be noted that the only time the backup speaker is tested is during post. Analysis log review confirmed the presence of 3 system error codes 133.6080.0 between the dates of (B)(6) 2019 at 10:53am and (B)(6) 2019 at 08:56am. Battery log analysis observed the pcu battery with adequate charge prior to each error event, confirming errors were not related to a low battery charge. The root cause was associated to a malfunction with the internal circuit of the backup speaker.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a system error code 133.6080 displayed on the pcu. The customer felt this was a battery issue on their new pcu's; the devices had been in use for less than 2 days. There was no report of patient harm. Although requested there was no further information received.